Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 11/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with a mentor cpx 4 breast tissue expander 350cc with suture tabs experienced deflation on the right breast tissue expander post procedure, confirmed at office visit. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 11/19/2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on 12/11/2018. Summary: the device was received at mentor without fluid. The device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, analysis lab was precluded from further evaluating the device. No anomalies were observed. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) for the lot number 7433551 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).